Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had been between 85 and 110 ohms, but temporarily increased to greater than 125 ohms. The patient was evaluated, but isometrics were unable to reproduce the out of range measurement. The patient reported that she presented to the emergency room around the period when the out of range measurement was observed for treatment of an infection. It was suspected that the increased impedance was due to a change in the patient's condition associated with the infection. Impedances had returned to their normal levels at the time the patient was evaluated in clinic. No adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.